Event description:
It was reported that during a gastric bypass procedure, the staple line failed to form at the proximal section of the last gastric firing. There was a leak detected a couple of days post op. The patient had an upper gi procedure. The patient remained in the hospital for an extended stay. There were no additional patient consequence reported. Additional follow was conducted and no additional information was available. No device will be returned.

Manufacturer narrative:
(B)(4).